Event description:
It is reported in 2006, the surgeon attempted to implant three different alumina inserts. All three inserts broke during implantation. The surgeon removed and replaced the cup and implanted a polyethylene insert, instead of ceramic as planned. Two of the inserts are not approved for sale in the united states.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product was returned for evaluation. Device history records indicate manufacture to specification.